Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat suv vacuum stabilizer system, st piece of the holder is broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results a visual examination of he complaint device revealed that the device was kinked in the middle of the catheter and the bushing was bent. The clip assembly was not returned attached to the contol wire which showed evidence of complete activation. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.